Event description:
Patient received implant on (B)(6) 2009 of a bifurcated device and a 34mm aortic extension. A (B)(6) 2011, follow up revealed a proximal type I endoleak. The patient was treated with a 25 mm aortic extension and balloon expandable aortic stents; which corrected the endoleak.

Manufacturer narrative:
Patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Correction: reads (B)(6) 2011; should read (B)(6) 2011.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy did not meet the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.